Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports taking unspecified insulin after testing hi (greater than 33.3 mmol/l at 11:35 and hi at 11:55 on the mobile system. The customer faints, and is given juice. She tests 5.2 mmol/l at 12:13 and is taken to the hospital. The customer tests 2.0 mmol/l on a professional device at 13:00 and is given food as treatment. Shortly after she tests 3.2 mmol/l on the mobile system. At 15:19 her result of 10.3 mmol/l. The customer was released from the hospital 2 days later and her condition is now normal. Requested return of suspect device.